Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of low results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-140mg/dl fasting. Verified test strips expire 06/30/2018. Confirmed customer's test strips are being stored properly and opened vial date 09/19/2015. Customer performed a back to back blood test 103mg/dl and 102mg/dl fasting. Reviewed meter memory: (B)(6). Customer stated she obtained results over 700mg/dl. Due to customer impairment unable to trouble shoot meter. Customer does not have any one at the home to assist her. Made urgent call back and was connected with customers sister ((B)(6)); she state that (B)(6) is disabled and their mother is usually whom monitor her glucose levels. The family could not specify what the true complaint was exactly. Verified meters memory and was able to find readings of 59mg/dl on (B)(6) 2015 and 55mg/dl on (B)(6) 2015 which customer claimed as her initial concern. No control solution available. Back to back test was perform resulting at 103mg/dl 11:49 am and 102mg/dl 11:51 am fasting. Adverse event not reported.